Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 5. Two xtw triclip were implanted on anterior and one xtw was placed on the posterior reducing tr to grade 1-2. Imaging quality was good and there were no issues with placement. The next morning (B)(6) 2025, the control echocardiogram identified one of the clips detached from the septal leaflet (single leaflet device attachment (slda)). Tr was recurrent grade 3-4. No intervention was reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent tr appears to be due to the slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.